Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that within the last two months the ins has gotten extremely warm. Caller states the warmness goes away and she forgets about it. Caller states (B)(6) 2019 the ins was sore to the touch for about 5 min or so. Caller states she was at the urologist 2 weeks ago and checked the ins and the battery and leads are fine. Patient programmer showed stimulation is on program 4 and set to 1.8. Pss reviewed option of turning stim off if issue happens again to rule in / rule out. Caller was redirected to their health care professional if the problem persist. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that within the last two months the ins has gotten extremely warm. Caller states the warmness goes away and she forgets about it. Caller states (B)(6) 2019 the ins was sore to the touch for about 5 min or so. Caller states she was at the urologist 2 weeks ago and checked the ins and the battery and leads are fine. Patient programmer showed stimulation is on program 4 and set to 1.8. Pss reviewed option of turning stim off if issue happens again to rule in / rule out. Caller was redirected to their health care professional if the problem persist. No further complications were noted or anticipated.